Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Review of the system log file showed that the suite-pc starts without a system on. Upon troubleshooting, fse checked pdu led status, hospital input voltages, pdu fan tray, dcps and found the issue was due to weakened electrical supply in the hospital. Fse replaced pdu fan tray (power distribution unit) and dcps (direct current power supply). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.